Event description:
The customer received questionable total prostate-specific antigen (tpsa) results from a cobas e601, serial number (B)(4). The customer provided data for one patient with discrepant results reported outside the laboratory. The patient's tpsa result from the e601 was 0.45 ng/ml. The free prostate-specific antigen (fpsa) result was 2.9 ng/ml. The patient's sample was sent to the local roche affiliate for re- testing. The patient's tpsa result was 0.456 ng/ml on an e170, serial number not provided. The fpsa result was 2.80 ng/ml. The patient's tpsa result was 6.26 ng/ml on a siemens immulite 1000, serial number not provided. The fpsa result was 1.66 ng/ml. On (B)(6) 2011, the patient had another sample drawn and tested for tpsa and fpsa. The patient's tpsa result from the e601 was 0.54 ng/ml. The fpsa result was 3.03 ng/ml. The patient's tpsa result was 0.532 ng/ml on an elecsys 2010, serial number not provided. The fpsa result was 3.01 ng/ml. The patient's tpsa result was 7.67 ng/ml on a siemens immulite 1000, serial number not provided. The fpsa result was 1.66 ng/ml. It's is unclear if the repeat testing for the second sample was done by the customer or the local affiliate. There were no adverse events.

Manufacturer narrative:
The customer sent the questioned samples for investigation. The discrepant fpsa to tpsa ratios reported by the customer were confirmed. It was determined the patient sample contained auto-antibodies which interfered with the assay. No adverse events were reported.

Manufacturer narrative:
This event occured in (B)(6). The other assay related to this event is reported in medwatch report with patient identifier: (B)(4).